Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning a patient with an implantable neurostimulator (ins) for non-malignant pain and degen disc disease/herniated disc pain. It was reported that the patient must run his stimulator almost all the way up. Sometimes he can feel it working and sometimes it feels over the top, and sometimes it doesn¿t work at all. The patient said he can move a certain way and it will kick in. This occurred about 3 weeks ago. The patient said he has fallen a couple of times outside. The patient was redirected to their healthcare provider to have the device checked. No further complications were reported/anticipated. Additional information was received from the patient on 2018-01-18. It was reported that changes in therapy were related to positional movement. The patient stated his implant was not working. The patient stated it will work one minute and the next minute it won¿t the patient stated he is concerned he pulled something loose. The patient clarified that he was referring to the stimulation sensation. The patient stated he will not feel stimulation then move a certain way and feel it ¿kick in¿ again. The patient stated he has the stimulation turned up almost all the way. The patient contacted his healthcare provider who informed him that a representative could come to an appointment and check the device. The patient further stated he has had several falls. The patient was redirected to their healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018. It was reported that patient said they were not sure if their equipment was messed up or maybe something pulled. Patient was asked if anything happened or occurred around the time frame their issues started and they said no, not that they were aware and not that they can remember. Additional information was received from a consumer via a manufacturing representative (rep) on (B)(6). It was reported that patient was getting intermittent stimulation. Patient stated "sometimes it works and sometimes it doesn't". Patient reported falling last (B)(6) 2017 and 2 months ago approximately when intermittent stimulation began, which maybe a contributing factor to the issue. Diagnostic/troubleshooting performed for lead impedance > 10,000. Patient is making an appointment for surgical revision of leads on (B)(6). The rep was able to get patient still using four electrodes and patient reported some rib stimulation on the left lead. No the issue was not resolved at the time of this report. No, the health care professional (hcp) has no further information for manufacturer. It is unknown if surgical intervention occurred, but will follow up for more information. Patient is alive with no injury. Patient medical history is diabetic type 1. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). Rep said the cause for the high impedance and rib stimulation is unknown. Patient has an appointment with implanting doctor on (B)(6) 2018. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Continuation: product ID 977a260 lot# serial# (B)(4) implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: explanted: product type lead: all applicable codes for this event were added in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by a consumer via a manufacturer representative on 2018-jul-03. It was reported that the implantable neurostimulator (ins) was suspected to be overdischarged because the patient had not used the device in several months. The patient was waiting to be scheduled for a lead and possible ins replacement. The scheduling had not been done at the time of the report due to elevated a1c. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that a date has not yet been set for a revision surgery.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead .information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the stimulator or remote is no longer working and it stopped working about 2 years prior to the report. The patient has been trying to have the stimulator "fixed" for a couple of years, but their blood sugar is "too uncontrolled" to have surgery to get the device fixed. No further complications were reported.

Event description:
Additional information from rep stated replacement/lead revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) and it was reported that patient¿s full system replaced today (B)(6) 2021. Device will be sent back to once it is released to the rep in about a month. Patient was getting great coverage and relief in post op.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that there was battery damage due to overdischarges. Analysis of lead with serial number (B)(4) found that all conductors and the external braid are broken 23.8 centimeters from the distal end of the lead. Analysis of lead with serial number (B)(4) found that all conductors and the braid are broken 23.3 centimeters from the distal end of the lead. If information is provided in the future, a supplemental report will be issued.